Manufacturer narrative:
DHR, quality notification and maintenance analysis were performed. No records of the incident were found during the DHR and no qn's were observed. There was a maintenance record for breaking and activiating plungers that may be related to the incident. Evaluating the sample provided by the customer it was possible to confirm premature plunger activation. The potential cause for the reported problem is a jam at assembly process, leading to the premature activation.

Event description:
It was reported that the bd solomed¿ syringe plunger broke while injecting medication into the physiological serum flask. The following information was provided by the initial reporter, translated from portuguese to english: syringe showed a rupture of the plunger during the procedure of injecting medication into the physiological serum flask. Information received by email on 5/8/2019: there was no damage to the patient/health professional. There was no exposure of blood or chemotherapic to the skin. Information received by email on 5/13/2019: there was no liquid leakage.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd solomed¿ syringe plunger broke while injecting medication into the physiological serum flask. The following information was provided by the initial reporter, translated from (B)(6) to english: syringe showed a rupture of the plunger during the procedure of injecting medication into the physiological serum flask. Information received by email on 5/8/2019: there was no damage to the patient/health professional. There was no exposure of blood or chemotherapic to the skin. Information received by email on 5/13/2019: there was no liquid leakage.